Event description:
Father of pt called to report that the sensor's "goes dead and cause the until to be non-functional". Father states that pt has pain at site. Father states that he was informed that the device/unit was for adult use only per FDA and was told that it was ok to be used for children.